Manufacturer narrative:
During testing, the reported issue was confirmed: the device relayed a foggy image due to damage to the objective lens. Additional testing showed the distal end's insulation did not meet with electrical specifications due to cracking of the connector cover. The scope connector was cracked and not water tight. Review of the use data showed the device had reached the maximum number of cumulative uses. The device examination identified the following issues: the bending section cover adhesive was worn and separating on the thread-wound sections; the control unit, light guide lens and color ring indicator were cracked; the hand grip was scratched; the air/water chamber was missing its color indicator; switch button 1 was cut; switch button 3 was pinched; and the insertion tube had buckling and peeling coating; and the electrical connector showed corrosion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the evis exera ii colonovideoscope had a "defective optic". The device was returned to olympus medical for evaluation. During evaluation, the foreign material was found at the bending section cover adhesive and at the connecting tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to leakage of the device. However, the root cause of the reported event is unable to be determined. The event can be detected by following the instructions for use (IFU) section which state: reprocessing manual_ leakage testing of the endoscope_ perform the leakage test ¿if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair.¿ olympus will continue to monitor field performance for this device.